Event description:
It was reported that patient with this implantable pacemaker experienced shortness of breath (sob) and the settings was changed. Furthermore, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient with this implantable pacemaker experienced shortness of breath (sob) and the settings was changed. Furthermore, this device was explanted. No additional adverse patient effects were reported.